Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right pulmonary artery. A 6.0-20, 80 wanda balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues, which could potentially have contributed to this complaint. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right pulmonary artery. A 6.0-20, 80 wanda balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. It was further reported that the greater than 60% stenosed target lesion was moderately tortuous and mildly calcified. The device was completely removed from the patient.